Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The DHR was reviewed for lot#9000810 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review. The investigation for this event has not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
A healthcare professional reported that nm-f4210 lot#9000810 was not in its place in package but the steriel barrier wasn't damaged. The implant wasn't used. The device was forwarded to the manufacturer. No other medical issues were reported.